Event description:
The customer reported that the ablation on the first tumor was completed fine. However, while inserting needle into second tumor, a short sound occurred from the generator and it shut down. The generator failed to re-activate. It was removed from use and the procedure was completed with another generator without injury to the patient.

Manufacturer narrative:
(B)(4). (B)(4). To date, the incident generator has not been returned for evaluation. If the device is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.